Manufacturer narrative:
Follow-up # 1 date of submission 9/26/2016 device evaluation: the device has been returned and evaluated by product analysis on 8/31/2016 with the following findings: the pump¿s black box data history could not be downloaded due to internal moisture damage in the pump. During visual inspection of the pump, there was corrosion observed in the battery compartment but there was no physical damage to the pump. A leak test was performed and passed because there were no leaks in the pump. The pump powered up with audible and vibratory features to a blank display screen. The pump¿s cover was removed and no further evidence of moisture was found. The initial "power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program and due to a blank screen related to moisture in the pump. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had no power, there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.